Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73h1600692 was manufactured on 08/29/2016 a total of 288 pieces. Lot was released on 09/07/2016. DHR investigation did not show issues related to complaint. First, the first two clips in the channel were manually removed. It was observed that the first clip was closed and that the second clip was broken and was missing one of the pierced bosses. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. The device was disassembled to inspect the internal components. No further damages were observed. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The double feed that occurred is an indication that the clips were out of position and stacking on one another. The clip stacking was a result of the manufacturing process. A non-conformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking was a result of the manufacturing process. Nc 60039767 has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "jaw and shaft damage" was not confirmed based upon the sample received since there was no evidence of jaw and shaft damage upon visual and functional inspection. However, a defect in the returned device was confirmed. The double feed that was present in the returned device is an indication that the clips were out of position and stacking on one another. One device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The root cause of this complaint issue is related to the manufacturing process. A non-conformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Event description:
It was reported that during gastrotomy, jaw and shaft damage was found.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during gastrotomy, jaw and shaft damage was found.